Event description:
It is reported that the doctor implanted a long term catheter from right internal jugular in (B)(6) 2012. On (B)(6) 2012 the pt's catheter was out of the body 3 cm during hemodialysised in hospital. The doctor found the cuff still in pt's body.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. The detached heat sleeve/surecuff was not returned for evaluation. According to the notes contained in the complaint incident report the complainant indicates the heat sleeve/surecuff still resides in the pt. At this time the mechanism of damage is undetermined. A lot history review (lhr) of revg1020 showed one other similar product complaint(s) from this lot number (391593).